Event description:
The customer reported obtaining repeatable false positive troponin I (access accutni) results for one patient on an access 2 immunoassay analyzer (serial number (B)(4)). An initial result of 0.469 ng/ml was obtained. As the result did not fit the patient clinical file, the patient was tested at another hospital, on a beckman coulter unicel dxi 800 access immunoassay system (serial number (B)(4)), which also yielded an elevated result of 0.544ng/ml. The patient's sample was also tested on an alternate method which yielded a negative result of 0.006ng/ml. The customer stated there was no report of patient consequence or change in patient treatment associated with this event. The patient's sample was collected in a 5ml tube with separation gel and centrifuged at 3000 rpm (rotations per minute) for 10 minutes at room temperature. No issues were noted with sample collection, handling, or processing. The customer did not provide the patient's age, date of birth, and sex. The reference range for access accutni is 0.00-0.04 ng/ml (ug/l). Acute myocardial infarction (ami) limit: 0.50 ng/ml (ug/l)

Manufacturer narrative:
There is no indication that access accutni reagent was returned for evaluation. Data and information provided by the customer showed system and assay calibration and quality control were performing within specifications. No hardware errors or assay issues were noted. This report is submitted for the initial result. (B)(6). Mdrs associated with this event: 2122870-2014-00699, 2122870-2014-00700.